Event description:
It was reported that this patient received 5 inappropriate shocks for atrial fibrillation (af) and rapid ventricular response (rvr). A request to have technical service review device data. Ts advised the rate reached shock zone which has cutoff set to 220bpm, there are some changes in morphology, although it doesn't look like vt but rather some aberrancy as the complexes is notched. The 5 shocks were delivered because of rate decision in shock zone, those were not causing much difference, only temporarily slowed down the rhythm before it went above 220bpm again. The patient went to the emergency room; however, the device was not checked, and the patient went back home. His wife passed away on that day. Ts provided programming options for device. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.